Event description:
Customer reported the memory doesn't work (not saving images). No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and taught the customer how to use the autosave function. System operates as intended.